Manufacturer narrative:
Based on investigation, there was no malfunction of the system prior to the event.the user self treated for hypoglycemia by drinking orange juice and felt fine afterwards. No further investigation is required. B5.describe event or problem corrected to "on (B)(6)2019, senseonics was made aware of an incident where the user experienced a hypoglycemia event and the system did not alert". H6 result code updated to 3221. H6 conclusion code updated to 67.

Event description:
On (B)(6) 2019, senseonics was made aware of an adverse event where the user experienced hypoglycemia event and the system did not alert.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(4) 2019, senseonics was made aware of an incident where the user experienced a hypoglycemia event and the system did not alert.